Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to an error 3 message displaying. Due to delivery delay, customer was unable to test and experienced dizziness and a loss of consciousness, requiring treatment of an unspecified pill provided by hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and the reported serial number was deemed invalid. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle optium neo meter no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to an error 3 message displaying. Due to delivery delay, customer was unable to test and experienced dizziness and a loss of consciousness, requiring treatment of an unspecified pill provided by hcp. There was no report of death or permanent injury associated with this event.